Event description:
Hcp reported pdo threads had migrated onto the patient. Threads were removed on three separate occasions, including (B)(6) 2022. On (B)(6) 2022, medical director explained some patients are very active and mobile in their faces which can cause the thread to migrate. On (B)(6) 2022 practitioner confirmed patient was doing well and happy with the results after threads removal.